Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After crossing the guidewire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured upon second inflation at 7 atmospheres. Subsequently, a coyote es mr 3mm x 20mm x 144cm was advanced, but the balloon ruptured as well upon first dilation at 6 atmospheres. A new 3mm non-boston scientific (bsc) balloon was used to dilate the lesion and the size was increased to 5mm non-bsc balloon. Then, the procedure was completed by placing an eluvia stent. No complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).